Manufacturer narrative:
Device evaluation: one device was received. Per visual inspection, the return tube is cracked. Per functional tests, the device has no power. The complaint was confirmed. The root cause was a faulty membrane switch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch and the power came on right away. The device passed tests after repairs.

Event description:
It was reported that the unit turned off while in the process of transfusing blood to a patient and would not turn back on. There was no patient harm and adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.